Event description:
On (B)(6) 2012, it was reported that this vns patient was seen in consult on (B)(6) 2012, for battery replacement. Communication with the device was not possible, and the patient was experiencing an increase in seizures. On (B)(6) 2012, the physician's office reported that the patient was interrogated on (B)(6) 2012 and provided the patient's settings. The notes also documented "vns states near end of life on the battery". It was also reported that the patient has had a recent increase in seizures, below baseline; however, there the reporter could not find an association to end of service in the notes. The patient underwent surgery on (B)(6) 2012. Attempts for product return have been unsuccessful. An implant card was received on (B)(6) 2012; however, the reason for replacement was not indicated. A battery life calculation on (B)(6) 2012, indicated negative years to eri=yes.

Event description:
On (B)(6) 2012, the patient's explanted generator was received. Product analysis was approved on (B)(6) 2012. The reported allegation of failure to program was duplicated in the pa laboratory and was related to a depleted battery. The reported "no stimulation", and "end of service" allegations were duplicated in the pa laboratory. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.